Event description:
It was reported that while using the bd facslyric¿ that the sit probe is dripping. The following information was provided by the initial reporter: sit probe dripping.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that the sit probe is dripping. The following information was provided by the initial reporter: sit probe dripping.

Manufacturer narrative:
H.6 investigation summary . Investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 11oct2021 to 11oct2022. Complaint trend: there are (B)(4) complaints related to the leakage of biohazard not contained within the instrument due to a clog/blockage; date range from (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part #663029, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage within the v8 tubing. The customer had initially reported that the instrument was dripping from the sit and an fse (field service engineer) was sent onsite to address the issue. Upon arrival, the fse investigated the dripping sit by checking the pumps, valves, and tubings. They also performed pqc and abort rate tests on the instrument. The fse found that the v8 pinch valve tubing was pinched shut and replaced this part. No parts were requested for evaluation as the replaced tubing was not returnable and was discarded. After the repair, the instrument was no longer dripping and was confirmed to be functioning as expected. Although there was a leakage of biohazardous material, the customer confirmed that there was no contact with the leaked material and there were no injuries. Additionally, the customer confirmed that the leakage was not in the form of a spray and thus did not increase the risk of exposure. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 04jun2021. Defective part number: n/a. Work order details: subject: sit probe dripping. Description: sit probe dripping. Work performed: 10/10/22 sp - investigation into dripping sit. Checked pumps valve and tubing. Pqc and mandatory flyr 19-28 abort rate tests performed. System returned to customer. Cause: (B)(6) 2022 sp - tube was found pinched. Exchanged tubing. Solution: (B)(6) 2022 sp - tubing exchanged. Sit flush tested several times to ensure consistent operation. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes . No. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Residual probability: 1. Residual severity: 3. Oresidual risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the biohazard leak was due to a blocked v8 tubing. Conclusion: based on the investigation results the root cause of the biohazard leak was due to a blocked v8 tubing. Upon arrival, the fse checked the instrument¿s pumps, valves, and tubings as well as performing a pqc and abort rate tests. The fse found the pinch valve to be pinched shut and replaced the tubing. After the repair, the instrument was functioning as expected with no further leakages. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.